Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in france. It was reported that patient faced three infusion sets cannula bent events on (B)(6)2024. The insertion site was buttocks and abdomen. The blood glucose level was 300 mg/dl and the patient was treated with correction bolus via pump and pen. Patient faced blood in the cannula of each catheter. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.